Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an incomplete electrode insertion due to an ossified cochlea. During surgery a drill out was performed without obtaining neural responses. External equipment was exchanged; however this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a missing pad, and broken wires in the electrode array. These anomalies are believed to have occurred during revision surgery. Photographic imaging inspection confirmed broken wires in the electrode array. This is believed to have occurred during revision surgery. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.